Event description:
It was reported that the previously working remote monitor would not respond when the start button was pressed. The set-up of the monitor was verified, and power cord was unplugged/re-plugged and the power was restored and the transmission was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.